Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore no evaluation could be performed.

Event description:
It was reported that during a thyroidectomy on a 168lb male, the nim 3.0 would not stimulate on nerve. The nim would stimulate on tissue that was not a nerve. There was no patient impact, although it did add time to the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.